Event description:
At a peer review conference, it was reported that a pt presented with a bilateral vertebral artery dissection following chiropractic neck manipulation. Two stents were telescopically placed, off-label, to treat the dissection without issue. Post stent dilation was performed using the subject device. The pt presented with wallenberg's syndrome (lateral medullary syndrome) following the dilution that resulted in serious neurological deterioration leading to permanent disability.

Manufacturer narrative:
No allegation of device malfunction or nonconformance. Interventional neuroradiology peer review conference. Currently, there are no further details to report.